Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was in a bad spot since it was implanted on (B)(6) 2017. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.